Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the electrode with blue cable is defect. Additional information received stating that during set up preoperatively no signal after tapping the n. Frontalis, the check mark was green, so user mechanically tested the muscle again. User placed the first electrode again in a different location to test but the issue remained. A second electrode was used and procedure was completed in a good way. Because of testing, repositioning and use of new electrode 3x puncture at that location instead of 1x and slight extension of the general anesthesia. There was no issue with the capital devices.

Manufacturer narrative:
H6: previously added imdrf annex codes b17, d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.